Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient had post-operative bleeding after a procedure where this device was used. The device functioned without issue during the procedure. The rebleeding occurred along the lining of the stomach, and a second operation was required to address the issue. Beyond the extended hospitalization and additional procedure, there was no further patient injury.

Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.